Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "when using the canulated drill, it did not go through the k-wire, and when the canulation was checked, something like debris came out from inside. The canulation was thoroughly cleaned and the drill was used as is."